Event description:
It was reported that there was noise on the right atrial (ra) lead channel of this cardiac resynchronization therapy defibrillator (crt-d) system that resulted in oversensing and inappropriate atrial tachy response (atr) events. This device was explanted and replaced with a new crt-d. No additional adverse patient effects were reported.